Event description:
It was reported by the patient that the patient had a lead that was previously replaced because the lead migrated. The patient felt the lead "touching inside of heart" and feeling like a hot wire in the heart. Follow up was attempted and no further information regarding this event could be provided. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).